Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the screen had 4 lines due to which customer unable to read the screen. The blood glucose was unknown. It was reported that this was not the issue of pump it was with the sensor. The device will not be returned for the analysis.